Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, a malfunction of this units touch screen, resulted in an absence of pacing and the patient going asystolic. A boston scientific field representative was not present during the incident but later did confirm a sensitive touch screen. The unit is expected to be returned for repair. No further follow-up with this programmer was attempted.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, laboratory technicians were able to confirm an unresponsive touchscreen; the internal components were identified and replaced. No further issues were found. Laboratory testing was able to reproduce the reported clinical observations; the programmer performed normally throughout all tests, following internal component replacement.